Event description:
According to the initial report received, subject #(B)(4) in the on-x post approval study and was reported to have undergone a permanent pacemaker implant 8 days after valve replacement.